Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. No actual event d or implant date was provided. Therefore, date of event and implant date are an estimate.

Event description:
The following was reported to gore: in 2000, the patient underwent open abdominal surgery to treat an aortic aneurysm using a gore-tex® vascular graft. The graft was wrapped using the aortic wall. In (B)(6) 2018, the patient presented at the hospital for follow-up. Angiography showed graft rupture and leakage of contrast material from both y legs. No re-intervention has taken place as of (B)(6) 2018. The physician commented that the cause of the graft rupture was not identified. A wait-and-see approach was taken.